Manufacturer narrative:
Device evaluation:capsular contracture: unable to confirm as it is a medical event not related to the device.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth opening on radius assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device has been explanted.